Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the issue was experienced in s1 as the surgeon was struggling to get the s1 screw in while bumping into the l5 screw he had already placed. This caused the surgeon to go more lateral than desired. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the s1 screw inaccuracy was related to screw placement and limited access to the trajectory the surgeon desired. The surgeon removed the i5 screw that was obstructing placement of the s1 screw, then re-positioned the i5 screw after. Recommendations were made to the surgeon to avoid the reference frame and navlock frame eclipsing each other and the surgeon¿s navigation view being lost. The surgeon agreed to concentrate more on the navlock and may use the longer spinous process clamp to gain additional room between. In regard to the s2, a more desirable view was suggested to the surgeon, affording the ability to create a plan, or projection, to ensure being better oriented with the view and anatomy. Recommendation was to use the synthetic views to make a plan then change to trajectory 1 & 2, with probes-eye view to scroll through the anatomy until the surgeon is satisfied with the trajectory before placement. This surgeon performed a subsequent procedure utilizing the recommended protocols and there were no issues. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the patient was recovering from the procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a multi-level spinal fusion procedure the surgeon alleged an inaccuracy when in the sacrum. The surgeon deemed being accurate in the lumbar area. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details were made available. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour.